Manufacturer narrative:
Additional concomitant medical products: (B)(4), implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish telemetry with the implantable pulse generator (ipg). The patient was advised to go to the clinic to rule out any potential implanted device concerns, but the clinic has not seen the patient. The ipg and the remote monitor remain in use. No patient complications have been reported as a result of this event.